Event description:
The cylinders were removed from the pt and replaced due to fluid loss-ruptured cylinder.

Manufacturer narrative:
Cylinder performed within specifications. Cylinder had torn fabric and bulging.